Event description:
The patient reported that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive and require harder presses to obtain a response over the past six months. He stated that the ok button symbol is worn. The patient stated that he wears the pump in a pump skin or leather case on his belt, and uses a damp paper towel to clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 11/07/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and the up arrow keypad buttons were intermittently responsive and required excessive force to elicit a response. There was evidence of adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a stripped battery cap, which has no effect on insulin delivery function. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.